Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor. Customer reported receiving readings of 2.8mmol/l, 12.8 mmol/l, and 3 mmol/l within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the c-zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment.